Event description:
A trilogy 100 ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed visible foam particles in the device assembly. The device was serviced with removal of the foam particles, and the abatement foam was replaced in the device to address the issue. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements. The device will be included in fsca 2021-05-a. Additional findings not related to the malfunction/issue: an error code was noted in the device error log indicating a circuit disconnect. The tubing was reconnected by the technician during service to address this issue. The device was missing rubber feet that were replaced during service. The handle o-rings required replacement as part of service. Several device components were noted to be contaminated during evaluation and were replaced as part of device service.